Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed. The helix/lobe was distorted/bent and turns to extend/retract the helix exceeds specification.

Event description:
It was reported that during the implant attempt procedure the right ventricular (rv) lead was tested on the table and it took several turns for the helix to extend. It was also reported that during helix rotation, the rv lead body twisted before the helix jumped out. The rv lead was not implanted and a new lead was used for the implant procedure. No patient complications have been reported as a result of this event.